Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown screw. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient identifying information is not available for reporting.brand name reported as matrixmidface screwdriver on initial medwatch. This was reported in error. Complainant device for this report is an unknown screw.device used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(4).

Event description:
It was reported that after an osteotomy of the jaw, the surgeon was unable to grasp the screw while trying to repair the plate. This issue made it difficult to insert the screw. The procedure was completed with another driver with no reports of any unknown surgical delay. This report is for an unknown screw. This report is 2 of 2 for complaint (B)(4).